Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received 2019-05-13. The cause was undetermined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient stated their ins would turn up. The impedance check showed contact 13 above 40k ohms. The rep was able to program around the contact and the patient received optimal coverage. The patient did not report any contributing external factors. The issue was reported to be resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.